Manufacturer narrative:
Event date: (B)(6) 2019, day unknown. Investigation: no product at hand. Pictorial documentation: no product at hand. Batch history review: the product does not require batch management. A review of the device quality and manufacturing history records is not possible. Conclusion and root cause: no product available and therefore it is hardly possible to determine an exact conclusion and root cause. It appears that the cause of the failure is not product related. The root cause of the problem is most probably usage and reprocessing related. Rationale: according to the quality standard a material defect and production error can be excluded. Without the product the exact cause cannot be determined. There is the possibility for usage error due to improper handling or the breakage was caused due to a stress-corrosion cracking. A pre-damage could have caused by a mechanical overload situation due to torsion or high leverage with the instrument. By an existing pre-damage or weak point, the reprocessing could be fracture-triggering. Corrective action: no CAPA is necessary.

Event description:
Information was received via medwatch report (B)(4). It was reported that there was an additional medical intervention with a mayo scissor during a laparoscopic sleeve gastrectomy - general esophagogastroduodenoscopy hiatal hernia repair. During the surgery the surgeon opened the scissors to stretch an incision bigger to pull the specimen out. The scissors came apart and a part broke in half, leaving half in the patient. The broken piece as well as the screw were removed from by the surgeon. An x-ray was obtained and nothing remaining in the patient. Additional information was not provided. (B)(4).